Event description:
During a sternal closure procedure on (B)(6) 2012, the surgeon inserted the zipfix and the zipfix became loose after tightening. The surgeon cut the zipfix and removed it. The procedure was completed with no further problems. No adverse effect to the patient was reported. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing records were reviewed and no complaint related issues were found.

Manufacturer narrative:
Additional information obtained from returned product questionnaire. Placeholder.

Event description:
Surgeon reported that no prescription/treatment was needed.